Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation , health effect ¿ impact codes, investigation findings).

Event description:
N/a.

Manufacturer narrative:
E1 (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site name, event site telephone, event site mail), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Customer stated that touch screen was not functioning during routine check. There was no patient involvement. Fse verified that touch screen was not functioning. Fse replaced touch screen and passed all performance tests.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp)touch screen not functioning. No patient involved.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)touch screen not functioning. No harm.